Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient reported their left implant was "coming out" of their body and was leaking so pt had an hcp take that implant out. Patient stated they went to the ER and were told that it had to come out or it was going to their spine. Patient reported they had the left implant removed in (B)(6) in (B)(6) 2022.  Pt confirmed they had entire left side system removed (lead and ins). Agent did not ask about the circumstances that led to the reported issue. Documented information patient provided. No further action was taken by patient services. When agent asked for event date pt reported they had trouble with the left one as soon as they had it put in and reported "she had to put it in two times" and it wasn't working. Agent was unable to clarify this statement due to the nature of the call. Pt's reason for call was to inquire about what to do with programmers for left side implant that was removed. Reviewed donation/disposal information and pt confirmed understanding. Sent email to device registration to update of device removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient reported their left implant was "coming out" of their body and was leaking so pt had an hcp take that implant out. Patient stated they went to the ER and were told that it had to come out or it was going to their spine. Patient reported they had the left implant removed in (B)(6) on (B)(6) 2022.  Pt confirmed they had entire left side system removed (lead and ins). Agent did not ask about the circumstances that led to the reported issue. Documented information patient provided. When agent asked for event date pt reported they had trouble with the left one as soon as they had it put in and reported "she had to put it in two times" and it wasn't working. Agent was unable to clarify this statement due to the nature of the call. Pt's reason for call was to inquire about what to do with programmers for left side implant that was removed. Reviewed donation/disposal information and pt confirmed understanding.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked to clarify the statement regarding the device not working, they reported they stated the device did not help them to empty their bladder and that they had a lot of infections. The cause of the implant not working was unknown. When asked what steps were taken to resolve the issue, they reported "it was put back in hip 2x". They said that a new device was inserted in the bladder due to the left implant coming out of the body.

Event description:
Additional information was received from the patient. They reported that by "implant was not working" they were referring to "left stimulator coming out of skin and leaking". They noted the cause of this issue is unknown but the steps taken were "removed at hospital on (B)(6)2022." The patient reported the issue has been resolved. When asked the cause of the left implant coming out of the body the patient answered unknown and no likely cause was noted. The steps taken were noted to be "removed" and the issue was reported as being resolved. The patient indicated the left implant was removed and discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.